Event description:
The device stopped infusing. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although co attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.